Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, during deployment when the applicator was removed from the sensor pod, the cannula detached and was attached to the sensor pod. No additional event or patient information is available.